Event description:
It was reported following scheduled removal of this dialysis catheter, the cuff detached and remained in the pt. No attempt was made to retrieve the detached cuff. Another dialysis catheter was not placed as treatment with a dialysis catheter was completed at that time. The pt's condition is good. This device was received, evaluated and retained by this MFR. The engineering eval revealed a small amount of cuff material attached to the catheter shaft. The cuff was not returned. As a lot number for this device was not provided, a device history search could not be performed. Pt anatomy and/or user technique during catheter removal may have contributed to this event. However, the co is unable to determine the exact cause for this event.